Event description:
The customer reported to beckman coulter a leak of approximately 5 ml of clear fluid from an unknown source dripping under the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves without face protection at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and could not reproduce the leak the customer initially reported. The fse replaced the needle assembly and the rocker bed guide. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to the needle assembly. The rocker bed guide was also replaced as it was not properly advancing. (B)(4).